Event description:
A complaint of high readings was received on a customer's freestyle flash blood glucose meter.the customer obtained a reading of 256 mg/dl compared to lab comparison reading of 127 mg/dl.the tests were performed within a 10 min timeframe.when plotting the readings against each other on a parkes error grid the results fall in the "c" zone showing the difference to be clinically significant.